Event description:
Caller is reporting that there was two failures on the same patient. The first event occurred on (B)(6) in the ICU. Caller states that the tube was placed and heard an audible noise from around the tube and there was loss of volume from the vent. When the patient was extubated, the cuff was still inflated. Caller states that the patient's o2 sats decreased to low 90's but was not a hypoxic event. Caller states that patient tolerated the exchange of tube well. A bougie was used for exchange of the tube. Caller states that there were no anatomical differences. Caller states that the tube was pretested and a pressure gauge was used by the respiratory therapist to confirm correct pressure in the cuff.

Manufacturer narrative:
The sample is expected to be returned for analysis.